Manufacturer narrative:
On 01-may-2023, the following additional information was obtained about the reported event: the sureform 45 curved-tip stapler has been received and investigations completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Based on log review of remotefe, the instrument was found to have 1 firing failure. However, the firing failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 45 reload.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported failure to release staples event for the sureform 45 curved-tip stapler instrument with white reload cannot be determined. The device has not been received for failure analysis. This medwatch report (patient identifier (B)(6) is for the sureform 45 curved-tip stapler instrument cut but did not staple resulting in bleeding. A separate medwatch with patient identifier (B)(6) was reported for the tip-up fenestrated grasper user release event. Review of the system log was completed and the only relevant error observed was for error code 256, emergency stop button was pressed by a user. Review of the advanced stapler instrument log showed the sureform 45 curved-tip stapler was installed on the system twice and had fired 2 white reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On the 2nd install there was an incomplete clamp attempt failing completion after 16 seconds. The next clamp was successful and was followed by a firing failure after a duration of 35 seconds. The instrument was then removed and not used again for the procedure. There were no incomplete unclamps by this instrument, and no stapler related errors in the logs. The instruments and accessories user manual and the davinci xi system user manual provide the following instructions and warning regarding manual grip release: the grip release mechanism facilitates removal of an instrument in the event of a system fault, or when surgeon console control of the instrument is not practical. If the instrument tips are holding tissue, the grip release wrench contained in the instrument release kit allows the patient-side operator to manually release the grips. Warning: do not use the grip release wrench on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced hemorrhage from the truncus anterior artery when the sureform 45 curved-tip stapler with white reload cut but did not release the staples.

Event description:
It was reported that during a davinci-assisted pulmonary lobectomy procedure, the patient experienced a hemorrhage while the surgeon was cutting the truncus anterior artery using a sureform 45 curved-tip stapler instrument with a white reload. The head of surgery and anesthesia care reported that the stapler instrument sounded as if it had been triggered and it was observed that the blade retracted back into the white reload; however, the staple row did not release, the stapler did not trigger, and the instrument only cut through without stapling. The davinci system displayed a ¿tissue too thick¿ message, however, the operating room nurse reported that was not true. When the sureform 45 curved-tip stapler was unclamped, there was acute bleeding. The surgeon clamped the truncus anterior artery with a tip-up fenestrated grasper instrument. The surgeon made the clinical decision to convert from robotic to a thoracotomy with the tip-up fenestrated grasper instrument in place. There was approximately 800ml of blood loss. The patient was administered blood transfusions and received two 500ml units of blood. The procedure was prolonged by approximately 50 minutes. The sureform 45 curved-tip stapler had reportedly been fired several times prior without issue. During conversion to thoracotomy, the davinci patient side cart was partially undocked with the tip-up fenestrated grasper remaining docked on the universal surgical manipulator to maintain a clamp on the vessel. When the surgeon was ready to have the tip-up fenestrated grasper released from the artery, the jaws would not unclamp. Attempts made to release the instrument with an instrument release kit (irk) were unsuccessful. When attempting to rotate the irk, the jaws would not open and the entire tip-up fenestrated grasper sometimes would move during the turning of the irk, which the surgeon wanted to avoid as these movements could tear the vessel. A surgical intuitive, inc.(isi) technical support engineer was contacted and reviewed the live logs during the procedure; no errors were observed. The or team was advised to press the emergency stop button to create a faulted state and to power cycle the system. Once the system was restarted, as the surgeon was at the bedside, another surgeon was able to open the jaws of the tip-up fenestrated grasper from the surgeon side cart using the master tool manipulators and the instrument was successfully removed. It was confirmed that the truncus anterior artery was not further injured by the tip-up fenestrated grasper clamping issue. Per the site, the procedure was completed without the da vinci system.